Event description:
Pt had a blood glucose level over 600 mg/dl. She was hospitalized and given an insulin drip. This reduced her blood glucose level. When she was returned to the pump, her blood glucose level rose. A check of the distal end of the catheter showed the insulin was being delivered properly. The pt was using humalog. This was the second cartridge from this bottle and had been in the pump since july 18,1998.